Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Pharmacist reported left side capsular contracture (baker grade iii). At explant the device was found ripped and with a silicon leakage and was also observed to have a periprosthetic capsule adhering to the device. The device has been removed.

Event description:
Pharmacist reported left side capsular contracture (baker grade iii). At explant the device was found ripped and with a silicon leakage and was also observed to have a periprosthetic capsule adhering to the device. The device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, curved opening, red particles in shell, white calcification(5%) in shell, fold creases. A microscopic analysis was performed which identified; wear abrasion, a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.